Event description:
It was reported that the patient was booked for open reduction internal fixation and revision of femoral prosthesis following a periprosthetic femur fracture. The fracture occurred the evening following her total hip as she attempted to sit with the assistance of a nurse. During the revision procedure it was noted that the 36e crossfire insert was moving within the 52 mm trident psl shell. The surgeon elected to remove the insert and revise it to another 36e insert. Prior to implanting the new insert the surgeon inspected the trident shell and noted no irregularities. He then impacted the new liner and confirmed it was fully seated and locked in the shell.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection of the returned device noted the following: the device is returned for evaluation. Damage consistent with explantation. There is nothing remarkable to report. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 16 devices were manufactured and accepted into final stock on 15-sep-2020 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that open reduction internal fixation and revision surgery was performed due to a periprosthetic femur fracture. During the revision procedure it was noted that the 36e crossfire insert was moving within the 52 mm trident psl shell. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient was booked for open reduction internal fixation and revision of femoral prosthesis following a periprosthetic femur fracture. The fracture occurred the evening following her total hip as she attempted to sit with the assistance of a nurse. During the revision procedure it was noted that the 36e crossfire insert was moving within the 52 mm trident psl shell. The surgeon elected to remove the insert and revise it to another 36e insert. Prior to implanting the new insert the surgeon inspected the trident shell and noted no irregularities. He then impacted the new liner and confirmed it was fully seated and locked in the shell.